Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include feeling panicked and lightheaded as well as thirsty and clammy. The patient was taken by ambulance to the hospital. Once at the hospital the patient had blood tests performed. The patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.